Event description:
The pt had 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the physician was unable to access the epidural space due to pt anatomy. The physician explanted the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.